Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the pump administered baclofen with concentration 2000 mcg/ml at a dose rate of 1,350.6 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump and catheter were returned to the manufacturer and it was indicated that the baclofen pump was infected.

Event description:
Additional information was received via medwatch ((B)(4)). A site infection approximately 3 months post insert was indicated. The date of event was described as (B)(6) 2018. The baclofen pain pump was for spasticity. Regarding the patient¿s ethnicity, it was indicated as not hispanic/latino.

Manufacturer narrative:
Analysis of the pump on 2018-dec-07 revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10: refer also to medwatch # (B)(4) attached to this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and head/brain injury. It was reported that the pump was causing issues with the skin and was explanted. It was believed to be the pump that was the issue. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being none. The pump and completed catheter were explanted and would not be replaced in the future. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The explanted devices were to be returned to the manufacturer. Other medications the patient was taking at the time of the event were unable to be obtained. The patient¿s medical history and weight were indicated as having been requested but were unknown. No further patient complications have been reported as a result of this event.